Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefor 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A functional test was conducted on 10 retention tubes and all tubes drew within specification limits with no issues identified. This complaint has not been confirmed for the indicated failure mode underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.